Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were reseated: the f9 and f12 fuses on the power control board and the connector on the ps1 power supply. The system was then found to be operating as intended.

Event description:
The customer reported that the system was freezing up. There is no report of pt injury associated with this event.